Manufacturer narrative:
Date of report: 25jun2019. Date received by manufacturer: 24jun2019. The technical support representative advised the customer to replace the flow sensor assembly to address the reported problem. The customer reported that replacing the flow sensor assembly resolved the problem and the ventilator was returned to service. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reported that the unit is failing air flow accuracy. The customer reported there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 27jun2019, date rec¿d by MFR :26jun2019. The customer reported that the faulty flow sensor assembly has been recycled so it will not be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.